Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient had poor communication when using the antenna to connect with their patient programmer. Patient was able to connect without using the antenna. They aslo reported that they did not feel any stimulation. Patient increased to 1.2 on program 3 and stated that they could not feel stimulation.no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they would let doctor know if turning the device off would help them. Patient weight was reported. Patient mentioned that along with stool incontinence, it seemed their bladder control was also weaker. This began at (B)(6) 2017. Device needed adjusting. They had not changed the device program until they call representative. Due to stool incontinence happening since (B)(6), they saw doctor for regular appointment. The representative recommended turning device off for a week. They did colonoscopy but no problem found. Doctor recommended leaving device off for another week. Colonoscopy was done on (B)(6) 2017. The stool was normal and they would turn the device on this week.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2017, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said her patient programmer (pp) was not powering on and she tried changing the batteries. The issue of the pp not powering on was resolved by taking the batteries out and then putting them back in. Patient said that she must have had the batteries in wrong. It was reviewed with the patient that the reason that the pp was not powering on before she changed her batteries was likely because the batteries in the pp had died. Patient stated that the batteries dying must be why the patient didn't feel like it was working. It was reviewed with the patient that the batteries in the pp dying does not have an effect on the ins. Patient stated that she had been having a little bit of stool incontinence. Patient mentioned that her device was implanted for her bladder. Patient was advised by her dr to turn stim off for a while. It was reviewed with the patient that adverse change in bowel function is a known adverse event. The possibility of changing of program was reviewed if stool incontinence is deemed to be caused by the device. No further symptoms reported. No further device complications reported/anticipated.